Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of discrepant results associated with vitek® ms instrument. The initial result with the vitek® ms instrument was candida albicans, and two repeat tests with vitek® ms got a result of candida tropicalis both times. A second testing method was performed on the vitek® 2 and the result obtained was "low discrimination" between the two strains. A third testing method was performed using a germ tube and gave a result of candida albicans. An internal biomérieux investigation was performed. The isolate was not submitted for evaluation because the data provided by the customer indicated that the identification of the strain analyzed was probably c. Tropicalis. Summary of data provided and analyzed: ecal mzml files provided by level 1 (3 from may 26 and 4 from may 29), not enough data, at least 10 ecal mzml needed, sample mzml files provided by level 1 (1 from may 26 and 4 from may 29), vitek® report, vitek® ms myla results, picture of the culture and sub-culture, ecal mzml files provided by level 1 (18 from june 15) => data from the new fine tuning, sample mzml files provided by level 1 (9 from june 20). Conclusion on the system: first tests performed on 26&29may2017: no data provided, impossible to define the status of the system. New tests performed on 20jun2017: system was operational during the test. Conclusion on the identification: reprocessing the sample mzml with vitek® ms kb v3.1 and next vitek® ms kb v3.2 gave same results as vitek® ms kb v3.0, except a slight different result for the spot i3 = low discrimination to c.tropicalis - c.albicans instead of single choice to c.tropicalis. Regarding the customer data provided, the most probable identification is c.tropicalis. To confirm the identification, only sequencing could be done as it is the reference method for identification. Suspected root cause of the issue: for first tests performed on 26&29may2017: as the status of the system was not known when tests were done and with the data provided by the level 1, the most probable root cause was a mixed flora or spot preparation. Note: the kb user manual ref. 161150-556-b for vitek ms clinical use v3.0 mentions the following limitation: "the vitek ms system has not been validated for use with direct samples or from other sources containing mixed flora." For new tests performed on 20jun2017, the most probable root causes were: non-optimal sample preparation: number of "all peaks" from sample mzml and ecal mzml are heterogeneous. System was operational during the customer test, however the number of "all peaks" is a little bit too high compared to the fine tuning criteria, target is 110 - it could explained some results like "too noisy" and "too many peaks". The investigation concluded that the most probable root causes of the identification issue encountered by the customer were non-optimal spot preparation and/or the use of mixed flora.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® ms instrument. The customer reported the initial result with the vitek® ms instrument as candida albicans, however since the fungi was isolated on a chromager plate they could see the phenotype was more suitable for candida tropicalis. They tried repeated the test two (2) more times and got a result of candida tropicalis both times. A second testing method was performed on the vitek®2 and the result obtained was "low discrimination" between the two strains. A third testing method was performed using a germ tube and gave a result of candida albicans. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.